Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates the explant of the lead had revealed that the lead also sustained helix damage.

Event description:
Additional information received indicates that the patient's right ventricular lead also exhibited under-sensing.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular (rv) lead failed to capture. Upon further evaluation in clinic, it was also found that the rv lead exhibited high capture threshold and r-wave amplitude variation. The lead was explanted and replaced. The patient was stable.